Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the system was explanted.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-06859. It was reported that the patient's ipg had moved, and the lead was coiled up as a result. Surgical intervention is pending to address this issue.